Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while turning the ventricular assist device (vad) on during implantation, the flow was 0.0 liters per minute (lpm). The surgeon turned on the pump prior to sewing the outflow graft to the aorta. It was noted that the surgeon was able to get the flow to 0.3 lpm during de-airing. However, while turning on the pump again and coming off it, flow went down to 0.0 lpm again. The pump was taken off using a t-tool and the surgeon inspected inflow and inside the ventricle with no findings observed. The surgeon used an 11 blade to shave off more tissue at the coring site. The outflow graft was checked, and the bend relief was taken off and checked for any twisting with no findings. The surgeon relooked pump and noted that there was a large amount of air observed in the intraoperative echocardiogram (echo). The patient was put in a left ventricular (lv) vent to de-air. The pump was turned on again, then came down off it and an adequate flow of 3.5 lpm was observed. It was also noted that the air lock was a possible issue at the time of coming off the pump the first time. The issue was resolved, and flow was 3.5 lpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures includes information for priming the pump, as well as de-airing the pump. Information regarding the recommended implant procedure, which includes anastomosing the outflow graft to the ascending aorta prior to inserting the pump in the left ventricle, is outlined. Section 5 warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. No further information was provided. The manufacturer is closing the file on this event.